Manufacturer narrative:
Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. A visual evaluation was performed, signs of use. There was platform damage to the implant. The mount was fractured at the hex. The fractured hex piece was returned. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 1258918 for similar events and no other complaint was identified. The customer did submit images for the reported event. The image submitted was of an implant, fractured mount, retaining screw, and the fractured hex of the mount. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician does not follow recommended protocol for implant placement and final seating (e.g. Tool inserted incorrectly, tool selection, tool not fully engaged). Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
It was reported manual implant placement with a ratchet wrench. Fracture of the mount hex body (hex part) in the implant collar. Removal of the fractured part + removal of the implant. Procedure completed with a new implant.

Event description:
It was reported that manual implant placement with a ratchet wrench. Fracture of the mount hex body (hex part) in the implant collar. Removal of the fractured part + removal of the implant. Procedure completed with a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: k011028, k013227.